Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. Complaint history for this lot was reviewed and no similar complaints for this failure mode were found. The axera 2 access system instructions for the use (IFU) was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The probable root cause of the perforation and hematoma, based on available info, is procedure related. The probable root cause of the re-bleed, based on available info, is the pt's movement post hemostasis.

Event description:
This was a catheterization through the right femoral access. The pt has no calcification, tortuosity, nor scarring. During the procedure on (B)(6) 2014 a hematoma developed. Hematoma was noticed within 5 minutes of access. Manual compression was applied while intervention was completed. Intervention of right coronary artery (rca) was successful, but obtuse marginal (om) was not treated, procedure stopped after treating rca. Sheath was upsized to 7f to achieve hemostasis. Protamine given upon sheath removal. Post procedure ooze was noted. In recovery, the hematoma returned following two attempts at ambulation (at 11pm and again at 6 am). Right groin hematoma measured 9.5 x 3.4 cm. Doppler ultrasound revealed no abnormal findings, no av fistula or pseudoaneurysm. Manual compression continued and pt was kept overnight. The following day (B)(6) 2014, pt returned to ccl for exploratory angio via left fa and a leak/perforation was detected on the right side at the site of prior sheath placement, close to bifurcation. No retroperitoneal bleed, no dissection. Treated with balloon tamponade with a 8x40mm covered atrium stent post dilated distally to 9mm with no further extravasation noted and good distal run off. Pt recovered without further incident and was discharged from hospital on (B)(6) 2014.